Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's spouse stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's spouse stated that the battery compartment and spring were neither damaged nor corroded. The customer's spouse stated that they tried multiple batteries. The customer's spouse was advised to clean the battery cap with cotton swab with alcohol. The customer's spouse stated that the display did return after cleaning but went to blank display after. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.